Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would give low ma errors and low kv errors with a blank, black image after several minutes of fluoro making the system unusable. There is no report of injury or death associated with this event.